Event description:
I had lasik surgery in 2004 and then an enhancement approx seven months later. Since my surgery, I have had ghosting mostly at night and sometimes during the day. I have also had pain and swelling in my cornea. I have seen 6 ophthalmologist since my surgery and they have told me that I am extremely dry. This level of dry eye is a disability in my daily life. I get infections because I don't have any tears to protect my eyes from general bacteria that live all around us. Today I live in fear and only hope that something could be done with regulating lasik surgery.